Manufacturer narrative:
Article citation: hirahito seki, takashi sakurai, yuka maeda, naohiko oki, mina aoyama, ryo yamaguchi, ken shimizu. Utility of the periareolar incision technique for breast reconstructive surgery in patients with breast cancer. Surgery today. 12 february 2020. The events of necrosis and infection (unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. Reason for reoperation: necrosis and infection (unknown onset).

Event description:
Through journal article titled ¿utility of the periareolar incision technique for breast reconstructive surgery in patients with breast cancer¿ reporting complications in patients with tissue expander and periareolar incisions. The events reported were "hematoma", "complete nipple necrosis, epidermal nipple necrosis, skin flap necrosis", "infection". The reported event "postoperative bleeding" is not related to the device. The affected side is unknown. Status of devices is unknown.